Manufacturer narrative:
The investigation determined the event was due to pre-analytical handling issues (poor sample quality) at the customer site.

Event description:
There was an allegation of questionable na electrode results for approximately 40 patient samples on a cobas c 303 analytical unit. An example of discrepant results was provided for 1 patient sample. The initial result was 151.1 mmol/l. The repeated result was 143.4 mmol/l. The samples were repeated because qc failed. The repeated results were obtained on another module.

Manufacturer narrative:
The na electrode lot number is enj63. The expiration date was not provided. The field service representative changed the diluent cup to ise (ion-selective electrode), cleaned the sipper and vacuum nozzles, cleaned the valve, and performed checks and tests with acceptable results. The investigation is ongoing.